Event description:
The patient reported the lead was replaced due to lead fracture. Patient also understood the lead was "defective". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.